Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported arming issue with their adc lancing device. On (B)(6) 2019, as a result of the customer being unable to test her blood glucose, the customer suddenly had a hypoglycemic event and lost consciousness. The customer's daughter administered glucose tablets and liquid glucose for treatment. After the treatment was rendered, a glucose of 356mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported arming issue with their adc lancing device. On (B)(6)2019, as a result of the customer being unable to test her blood glucose, the customer suddenly had a hypoglycemic event and lost consciousness. The customer's daughter administered glucose tablets and liquid glucose for treatment. After the treatment was rendered, a glucose of 356mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.